Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode loop was deformed/bent. The issue occurred during set up/inspection for use (during set up in room/before patient in room). The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
Additional information received: procedure performed was a therapeutic procedure, a turp/bt- trans urethral resection of bladder tumor.

Manufacturer narrative:
Additional information received: reporter's address: (B)(6). Hospital. Procedure performed: turp/bt- trans urethral resection of bladder tumor. Type of procedure performed: therapeutic.